Event description:
It was reported that one day post implant a chest x-ray showed a significant pneumothorax, with lung collapse. No further patient complications have been reported as a result of this event.